Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult to remove from the patient. Initially the catheter was inserted without difficulty. However upon removal, there was a large amount of resistance met, and the patient stated that it was painful when they are attempting to remove the catheter. The charge nurse was notified and attempted to remove the catheter but was unsuccessful. The physician was called to remove the catheter but is also unsuccessful. Then another nurse requested to remove the catheter but the patient refused. The physician then requested some forceps to attempt to grab the catheter from the back of the throat and nudge the catheter through the nasal passage way to remove without damage to the catheter, but was unsuccessful. At this point it was decided to pull the catheter part way through the mouth and cut for removal. The catheter was removed without complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.